Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 1.6, 4.1 and 10.8mmol/l within a five minute timeframe. There was no report of death, serious injury or mistreatment.